Manufacturer narrative:
Fu1. A2 date of birth:(B)(6).

Event description:
The patient came in due to instability and the cause is unknown. About 8 months after the primary surgery, the surgeon performed a revision and upsized the poly from 10 mm to 11 mm. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 3 september 2025: lot 2406203: (B)(4) items manufactured and released on 12-apr-2024. Expiration date: 24-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.